Manufacturer narrative:
(B)(4)

Event description:
The patient had 2 leads (from unknown lots) implanted as part of her drg system. It was reported the patient ((B)(6)) experienced a loss of therapy. X-rays were taken and revealed the lead had not migrated, but were unable to determine the cause for the loss of therapy. Surgical intervention was undertaken and the system was explanted (reference MFR report: 3008829311-2016-00155). Device information was requested, but was not provided to the manufacturer. Concomitant medical devices: the implant date is unknown for the device listed below: model: mn20200au, drg ipg.